Event description:
The affiliate stated a customer who reported that have a three year history of patient mucosal/skin staining post cidex opa soaking of a phillips toe probe in the dalcross gus system. The affiliate reported that the customer claimed that they followed the instructions for use. The customer's perfusionist used a gauze pad to protect the patient's skin against the probe during procedures; however, the oral mucosa was reported to turn black during contact with toe probe. There were no physical injuries reported related to the staining.